Event description:
The pt experienced intermittent stimulation following a fall. Impedances were normal. Palpation did not cause stimulation changes though movement did. Reprogramming was done and it did not resolve the intermittent stimulation. The voltage was increased in order for the pt to feel stimulation. Once the pt felt stimulation, it faded quickly. An x-ray was planned along with possible device replacement. The outcome is unk. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4).